Event description:
This is a serious adverse event reported in a post-market clinical investigational study conducted by biosensors in asia related to leaders free IV, in which the biofreedom device served as a control device. Patient is 66 years old, male with medical history of diabetes mellitus (type unknown), hypercholesterolaemia, hypertension, thyroid lymphoma in the past 3 years, previous CABG, multiple vessel disease, high bleeding risk, moderate or severe ischemic stroke(s) within the last 6 months and spontaneous bleeding requiring hospitalization or transfusion within the last 12 months not meeting the major criterion. Patient presented with stable angina. Index pci was done on (B)(6) 2025 to target one type b2 lesion at 90% stenosed proximal lad. Lesion length was 50 mm and reference vessel diameter was 3.00 mm. Pre-dilatation was done using nc trek neo 2.50mm x 15mm balloon at 14 to 16 atm, then scoreflex balloon 3.00mm x 15mm balloon at 12 to 14 atm. One biofreedom 3.00mm x 36mm stent and one biofreedom 3.50mm x 18mm (lot no. W24100003) stent was implanted at 12 atm and 18 atm respectively in an stent overlapping technique. Post-dilatation was done using accuforce nc 3.50mm x 15mm balloon at 12 to 18 atm. Timi flow post-procedure was three. No intracoronary imaging was done. Patient was discharged on (B)(6) 2025 with aspirin and clopidogrel medication. For one month follow-up on (B)(6) 2025, patient had no angina. On (B)(6) 2026 for 9 months follow-up, patient was asymptomatic clinically. On relook, there was severe in-stent restenosis (70% stenosis), at overlapping segment of proximal lad biofreedom 3.50mm x 18 mm (lot no. W24100003) stent due to progression of disease. Re-pci was done to target two lesions one at proximal lad and one at lmca. Pre-dilatation was done using sc minitrek 2.00mm x 15mm balloon at 12 atm, dk score 2.50mm x 15mm balloon at 16 atm and scoreflex 3.50mm x 15mm balloon at 16 atm. One des (xience 3.50mm x 12mm) stent was implanted at proximal lad extending to left main ostial. Post-dilatation was done using sapphire 4.00mm x 8mm balloon at 16 atm and nc trek 4.50mm x 8mm balloon at 14 atm. In-stent restenosis (isr) treated with one dcb selution (3.50mm x 25mm) at 10atm.

Manufacturer narrative:
The biofreedom 3.50 x 18 mm (lot no. W24100003) stent was implanted in the proximal lad of a 66-year-old male patient. The stent has not been returned for investigation. Based on the available clinical information, the patient developed a focal 70% in-stent restenosis (isr) at the proximal overlap segment nine months post-implantation. The index procedure achieved timi 3 flow with an appropriate angiographic result, and the patient remained asymptomatic during follow-up. Evaluation of the event did not reveal any evidence of device malfunction, structural defect, or delivery system failure. The isr is consistent with neointimal hyperplasia in a high-risk clinical setting, including diabetes mellitus, long lesion length (50 mm), overlapping stents, complex proximal lad anatomy, and absence of intravascular imaging optimization. Restenosis is a known and documented potential adverse event in the biofreedom device's instructions for use. Based on the available clinical and procedural information, the event is assessed as disease- and patient-related, rather than device-related. Review of device history records and manufacturing processes did not indicate any product deficiency. The focal isr is recognized as a potential adverse outcome associated with high-risk patient and lesion factors, and the residual risk is considered acceptable relative to the clinical benefit. No corrective or preventive actions are required. It is confirmed that the biofreedom 3.00 x 36 mm (lot no. W23080196) stent is not independently implicated in this event and, therefore, is not included in a separate emdr submission. Its presence is noted in the narrative for context, but the isr was confined to the biofreedom 3.50 x 18 mm stent.